Event description:
It was reported by customer prior to use that cardiosave intra-aortic balloon pump (iabp) had leak test and mod leak test failure. No patient involvement and no patient injury reported.

Manufacturer narrative:
Due to character limitation in e1: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated: b4, g3, g6, h2, h3, h6 (type of investigation, investigation finding and investigation conclusions) and h11. A getinge field service engineer (fse) reported that drive pressure regulator was found to be loose. The fse tightened the component and recalibrated unit and the unit passed all functional and safety tests and was returned to customer.